Manufacturer narrative:
The history log for this device showed that the pad-pak was first successfully installed by the user in (B)(6) 2009 and performed to specifcation up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups one of 10 minutes duration were observed in the device memory on the (B)(6) 2015. No further data was recorded. Investigation found the reported fault can be attributed to membrane failure. The manual power ons may indicate the device was switching itself on and the user was intervening to switch the device off therefore only one ten minute time out was recorded. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.